Event description:
During the surgical procedure, the outer insulation of the electrode became shredded and peeled away. No intervention or follow up actions were required to prevent permanent damage to the patient as a result of this malfunction of the device.